Event description:
Reporter states, "insert would not seat on tibial baseplate." The hospital had an alternate device available to implant. This event did not cause any adverse consequence to the pt or delay in surgical or anesthesia time.